Event description:
It was reported as part of a clinical study that a patient underwent a da vinci-assisted left upper lobectomy procedure for a 4cm lesion with the diagnosis of a primary lung cancer. There were dense adhesions between a calcified lymph node and the interlobar pulmonary artery (pa). Tearing over the lingual-interlobar pa junction was encountered during the surgery. It is unknown what specific instruments were being used when the injury occurred. The procedure was converted to a thoracotomy for hilar bleeding control and the pa was repaired by a cardiac surgeon. The blood loss volume associated with the intra-operative complication is unknown. The lobectomy was performed after pa repair. The patient was hemodynamically stable after the procedure was completed with no obvious sequelae. The surgeon assessed the causality of the event with da vinci sp as unlikely. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information from the surgeon. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s intra-operative complication cannot be determined although the surgeon assessed the causality as unlikely in relation to the da vinci surgical system. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred . If additional information is received, a follow-up MDR will be submitted. A system log review cannot be performed because the system logs are not available at this time. This complaint is being reported due to the following conclusion: during a da vinci-assisted left upper lobectomy procedure, a tear injury of the pa occurred. As a result, the procedure was converted to open surgery to control the bleed and to repair the pa.